Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and charging cable. Reportedly, the customer was also using a non-tandem provided charging pad in conjunction with the wall adapter and charging cable to charge the pump. Replacement tandem-provided charging supplies were sent to the customer in an attempt to resolve the issue. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.